Event description:
It was reported that the patient expired on (B)(6) 2012, due to a brain infection. The patient's wife stated that this infection was "caused by the therapy". It was noted that the cause of death was due to a "possible brain lesion." It was further noted that the patient had a diagnosed brain tumor, which was confirmed on (B)(6) 2010, by a physician.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type: extension. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted:, product type: extension. Product ID: (B)(4), lot# v003964, serial#, implanted: (B)(6) 2006, explanted:, product type: lead. Product ID: (B)(4), lot# j0555356v, serial#, implanted: (B)(6) 2005, explanted:, product type: lead. (B)(4).